Event description:
The customer reported generation of erratic sodium (na) patient results on cell 1 of their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and observed moisture near heater which appeared to be leaking. The fse confirmed the heaters were leaking. The fse determined the failure mode was due to multiple hardware malfunction. The fse replaced the heaters and valves which resolved the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).